Event description:
The intra-aortic balloon pump was alarming, upon inspection the nurse noticed flecks of blood inside the catheter, and the balloon was stagnant and not inflating or deflating. Physician was notified of the event. The balloon was removed with some difficulty. Upon inspection of the catheter, an irregularity was noted at the tip of the balloon. The datascope representative was contacted about the defective balloon.